Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving sufentanil and bupivacaine at unknown concentrations via an implantable pump for non-malignant pain. It was stated that the pump was at 4 mcg/day. It was reported on (B)(6) 2017 that the pump was alarm was heard. It was noted that the plan was to let the pump run out and wean the patient, per the consumer. It was stated that the pump was low enough that they were comfortable treating the patient symptomatically. It was indicated that the pump started to alarm (non-critical) on (B)(6) 2017 and then started to critical alarm on (B)(6) 2017. It was stated that the patient didn't need it refilled. It was reviewed that the patient would need to follow-up with a healthcare professional (hcp) to silence the alarm. It was asked if a manufacturer's representative could meet the patient at a local emergency room (ER); it was reviewed t hat the manufacturer's representatives are not hcps and that they have to work under the order of an hcp. It was indicated that the patient wanted it noted that they were just going to let the battery die as the trip to the patient¿s hcp would ¿take [the patient] out for 3 days¿ and the patient wasn't going to pay someone (B)(6) to silence it as it was not worth it to them. It was also noted that the patient started with the pump with a clinical trial in 2007 and the patient was on their second pump. It was stated that the patient never benefitted from the trial because no one ever talked to them about it and that the patient guessed they just took the statistics from them as the patient was ¿just a body that could have a pump in it.¿ no symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jul-21. The following information was reported via visit notes that were submitted. The main pain complaints and differential diagnosis was chronic low back pain, lumbar disc degenerative disease, chronic pain syndrome, status post of intrathecal opiate pump implant/empty pump, and history of substance abuse. The patient¿s co-morbid problem included ptsd (post traumatic stress disorder). It was reported that the patient did not get their pump refill for more than six months and that the patient experienced mild withdrawal symptoms last month along with the alarm from the pump. It was indicated that the hcp interrogated the pump on (B)(6)2017 and found that apparently the pump was empty since one month ago (from (B)(6)2017). It was noted that the patient was getting a very low dose of sufentanil at a dose of 3.25 mcg/day when th ere was medication in the pump. It was indicated that the patient was choosing not to refill the pump because the patient did not want to have any medications, especially opioids. It was stated that history today was to discuss the options about the pump. The patient denied any withdrawal issues now. It was noted that the patient had a new primary care physician but had not seen him yet. The following was stated as suggestions for the primary referring practitioner: ¿ 1. It is mutual decision that we will not refill or replace pump with narcotics 2. Add normal saline in [the patient¿s] pump, to avoid alarms 3. Patient will contact me once [the patient] is ready to remove the pump 4. Patient is encouraged to establish care with [the patient¿s] new pcp¿ it was indicated that the hcp reviewed medical records and chart notes from other providers and the patient¿s history of present problems was related. It was reported that the patient had a long history of chronic low back pain and the intrathecal opiate pump was implanted to treat back pain before. The last refill was october last year, and the last time the patient received oral pain medication was also last year. It was noted that the patient did not find a new pain physician to take care of the pump and oral pain medication since the post down of the pain center. It was reported that the patient experienced brief and mild withdrawal symptoms about one month ago at the same time they heard an alarm from the pump. It was noted that the patient still heard it alarm from time to time but denied any palpitation, sweating, increased pain or other signs of the pump withdrawal. It was indicated that the patient would like to have the pump removed sometime. It was noted that the patient¿s pain was still constant aching across their low back with minimal pain going down to the legs and walking uphill could make the pain worse. The patient denied any bladder or bowel symptoms and denied weakness or numbness. It was noted that the patient had no recent images studies. The number that best described the patient¿s pain on average in the past week was a ¿7,¿ and the number that best described how during the week pain had interfered with the patient¿s enjoyment of life was an ¿8,¿ and the number that best described how during the past week pain had interfered with the patient¿s general activity was a ¿6.¿ the patient¿s ¿habits¿ included that the patient was currently an every day smoker at 0.50 packs (cigarettes)/day for 40 years, never used smokeless tobacco, no alcohol use, and drug use of cannabis at ¿2 x day.¿ the patient¿s past medical history included chronic low back pain (that radiated to buttocks and both legs), sciatica, acid reflux, bronchitis, high cholesterol, alcohol addiction, cervicalgia, brachial neuritis or radiculitis ¿nos,¿ thoracic or lumbosacral neuritis or radiculitis, unspecified, degeneration of lumbar or lumbosacral intervertebral disc, cervical degenerative disc disease, and opioid dependence. The patient¿s surgical history included a knee arthroscopy in 1988 and gallbladder surgery in 2009. The patient¿s allergies included latex gloves (redness, itching), morphine (hives), and nuts (including walnuts, tree nuts in general, hazelnuts, pecans) (anaphylaxis and swelling). It was indicated that the patient was seen in the emergency department one time in the past year. The patient had a history of substance abuse such as street drugs and alcohol but denied current abuse of narcotics or street drugs. The patient was retired because of their pain. The patient¿s concomitant medications included ibuprofen [200 mg oral tablet] at a dose of 400 mg by mouth as needed, albuterol [90 mcg/actuation inhale] at a dose of 2 puffs by mouth every four hours,epinephrine [0.3 mg/0.3 ml] at a dose of 0.3 mg by intramuscular route as needed, and bupivacaine hcl [100% misc powder] by a ¿miscellaneous¿ route every day. A review of systems showed the patient had a blood pressure of 157/182, a respiratory rate of 16, height 177.8 cm (5¿10¿), and weight of 70.308 kg (155 lb). It was indicated that there was no unexpected change in weight, no weakness, no fatigue, and no unexplained fevers, sweats, or chills. The patient¿s physical examination found that the patient¿s range of motion of the cervical and lumbar spine was reduced but there were no other significant findings. It was indicated that the above recommendations were based on discussion with the patient and that a review of the written and any chart notes as well as the history the patient provided. No further complications were reported.